Event description:
Patient was receiving IV fluids via alaris infusion pump and the channel failed. The channel was removed from service and sent to bio med. The channel was not infusing a critical medication at the time.